Manufacturer narrative:
Concomitant medical products. Model: 5086mri52, lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) l ead were extracted due to a bacteremia infection. Cultures were taken and antibiotic treatments were necessary. The ICD and leads were replaced with a right sided implant. No further patient complications have been reported as a result of this event.